Event description:
The customer reported that the system gave a fluoro indication after release of the x-ray switch. The fluoro was stuck. This incident occurred during a procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the problem. He adjusted the c-arm ps-1 power supply output to 5.1 vdc (on feb pcb), flashed the nodes and torqued or tightened the input power and grounding connections that included the ac power plug as well as isolation x-former inner & outer tap nuts (were loose). The interconnect cable had a kink in it (@ strain relief) from improper cable draping. The rep installed a new cable. The system operates as intended.